Event description:
Reportedly, this patient expired in 2008, after an implant duration of 8 days. The reason for the patient's demise is unknown, as no other details were provided.

Manufacturer narrative:
Device not returned.